Event description:
It was reported that the pt experienced cellulitis over the pump area and infection in an unknown location. The pt was admitted to the hospital. At the time of the report, the pt was on oral baclofen and was medically stable. The plan was to remove the pump; it would not be replaced. Final pt outcome was not reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.